Manufacturer narrative:
See manufacturer report # 2029214-2022-00874 and 2029214-2022-00875 for other pipelines involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three pipelines failed to open distally. The physician had attempted to deploy multiple devices, but the devices would not open distally despite multiple attempts of pushing the device, unsheathing the device, and combinations thereof. The middle of the pipelines had been positioned in a bend, and more than 50% had been deployed when the failed to open. The patient's had been resheathed more than 2 times. No additional steps were taken to open the device. The patient received stent-assisted coiling, and did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter and neck diameter were ~6mm. The patient's vessel tortuosity was severe. The landing zone was 10mm distal and 10mm proximal. Dual antiplatelet treatment was administered.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): 3 pipeline flex embolization devices and 3 phenom-27 catheters were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a sealed biohazard pouch and within another sealed biohazard bag. Visual inspection/damage location details: no device malfunction was reported with the phenom-27 catheters. Due to the condition in which the pipeline flex devices and phenom-27 catheters were returned, it could not be determined which pli or product event each pipeline and phenom catheter corresponds to. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. No other anomalies were found with the device. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported vessel tortuosity as severe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.